Manufacturer narrative:
The fault code could not be cleared by cycling power to the device. The customer declined an offer of service from physio-control due to cost of repair vs age of device. Customer indicated the device will be permanently removed from service and then traded in for a new AED.

Event description:
Found during routine testing, the customer called and reported the device's wrench service indicator is lit and the device has logged a fault code that relates to AED operation and rhythm analysis. There was no pt associated with the report.